Event description:
Related to MFR report # 2183959-2012-00091. On (B)(6) 2007 a (B)(4) was implanted. It was reported that, as a result of the implant, the pt experienced pain, erosion, dyspareunia, bleeding, hematuria, incontinence, uti's, pulmonary nodules, bruising, numbness. On (B)(6) 2012 the pt required surgical removal of the implanted mesh. The report indicates that the pt has suffered past and future bodily injuries, disability or physical impairment and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.